Event description:
"On or about (B)(6) 2009," an miniarc midurethral sling was implanted with the intention of treating for "stress urinary incontinence and voiding dysfunction." It was reported that "in 2011, plaintiff began to experience pain, discomfort, and vaginal discharge and sought medical attention for said symptoms." Plaintiff's attorney alleges "after, and as a result, plaintiff suffered serious bodily injuries, including, but not limited to, infection, pain during intercourse, hardening of the vaginal mesh, pelvic pain, extrusion of the vaginal mesh, urinary problems and other injuries." Also alleged, "as a result, plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.